Manufacturer narrative:
(B)(4). Attempts to obtain patient information were unsuccessful. Attempts to obtain the patient information were made via email and phone. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device has not been returned.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral procedure the catheter was used for evt (endovascular therapy). After removal, outside the body, the distal tip was separated from the catheter. No damage was observed during prep. All portions of the intact catheter appeared accounted for after removal from the patient. Once outside the body, the tip separated. The catheter was not removed as a system. There was no patient harm, no adverse events or medical/surgical intervention was required. Patient was discharged as expected in "stable" condition. No device analysis is available as the device has not been returned. The instructions for use (IFU) caution the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. Protect the electrical connections from exposure to fluid. Do not handle the transducer. The IFU further cautions when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported as there is a potential for harm if the event were to recur.